Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pregnancy with contraceptive device ("molar pregnancy"), benign hydatidiform mole ("molar pregnancy"), choriocarcinoma ("molar pregnancy with choriocarcinoma") and genital haemorrhage ("heavy prolonged bleeding") in a 24-year-old female patient who had essure (batch no. B69469) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included depression, myocardial infarction and uterine cancer. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included vaginal haemorrhage with mirena. Concurrent conditions included uterine bleeding, nicotine dependence and penicillin allergy (sulfonamide). Concomitant products included anovlar (loestrin), atomoxetine hydrochloride (strattera) and risperidone (risperdalconsta). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 17 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings") and hot flush ("hot flashes"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), benign hydatidiform mole (seriousness criterion medically significant), choriocarcinoma (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping, lower abdominal pain") and anaemia ("anemia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed))) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dyspareunia, mood swings, hot flush, vaginal haemorrhage and dysmenorrhoea had resolved and the pregnancy with contraceptive device, benign hydatidiform mole, choriocarcinoma, abdominal pain lower, anaemia and fatigue outcome was unknown. The reporter considered abdominal pain lower, anaemia, benign hydatidiform mole, choriocarcinoma, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she removed mirena and essure placed bilateral. Diagnostic results: real- time ultrasound images taken of the pelvis in a transvaginal approach. Hyperemia and dilated vessels are again present in the periphery of the uterus. The endometrium is normal in thickness. No uterine masses identified. The right ovary has normal follicles in it. Left ovary has a 1.1 cm cyst in it. No solid adnexal masses. Dilated pelvic veins are also present in the adnexal regions. No free fluid. Conclusion- 1. Multiple dilated venous structures seen throughout the pelvis representing pelvic venous congestion syndrome. Interventional radiology referral may be of benefit for consultation regarding possible embolization of these veins which can sometimes improve patient I spain. 2. Normal appearing uterus. Normal follicles in the ovaries. (B)(6) 2016:surgical pathology report. Diagnosis: uterine and cervix hysterectomy. Mild chronic cervicitis; underdeveloped secretory endometrium and increased stroma suggestive of exogenous hormonal effect; focal superficial adenomyosis; lower uterine segment distortion of endometrium, scarring, vascular. Congestion and hemorrhage consistent with clinical history of endometrial ablation. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pregnancy with contraceptive device , benign hydatidiform mole, choriocarcinoma, device ineffective most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events mood swings, hot flashes, vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, fatigue, pregnancy with contraceptive device, benign hydatidiform mole, choriocarcinoma & device ineffective added. Lot number & lab data updated. Concomitant & historical conditions drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pregnancy with contraceptive device ("molar pregnancy"), benign hydatidiform mole ("molar pregnancy"), choriocarcinoma ("molar pregnancy with choriocarcinoma") and genital haemorrhage ("heavy prolonged bleeding") in a 24-year-old female patient who had essure (batch no. B69469-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included depression, myocardial infarction and uterine cancer. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included vaginal haemorrhage with mirena. Concurrent conditions included uterine bleeding, nicotine dependence and penicillin allergy (sulfonamide). Concomitant products included anovlar (loestrin), atomoxetine hydrochloride (strattera) and risperidone (risperdalconsta). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 17 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings") and hot flush ("hot flashes"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), benign hydatidiform mole (seriousness criterion medically significant), choriocarcinoma (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping, lower abdominal pain") and anaemia ("anemia"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (total hysterectomy (uterus and cervix removed))) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dyspareunia, mood swings, hot flush, vaginal haemorrhage and dysmenorrhoea had resolved and the pregnancy with contraceptive device, benign hydatidiform mole, choriocarcinoma, abdominal pain lower, anaemia and fatigue outcome was unknown. The reporter considered abdominal pain lower, anaemia, benign hydatidiform mole, choriocarcinoma, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she removed mirena and essure placed bilateral. Diagnostic results: real- time ultrasound images taken of the pelvis in a transvaginal approach. Hyperemia and dilated vessels are again present in the periphery of the uterus. The endometrium is normal in thickness. No uterine masses identified. The right ovary has normal follicles in it. Left ovary has a 1.1 cm cyst in it. No solid adnexal masses. Dilated pelvic veins are also present in the adnexal regions. No free fluid. Conclusion- 1. Multiple dilated venous structures seen throughout the pelvis representing pelvic venous congestion syndrome. Interventional radiology referral may be of benefit for consultation regarding possible embolization of these veins which can sometimes improve patient I spain. 2. Normal appearing uterus. Normal follicles in the ovaries. (B)(6) 2016:surgical pathology report: diagnosis: uterine and cervix hysterectomy. Mild chronic cervicitis; underdeveloped secretory endometrium and increased stroma suggestive of exogenous hormonal effect; focal superficial adenomyosis; lower uterine segment distortion of endometrium, scarring, vascular congestion and hemorrhage consistent with clinical history of endometrial ablation. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pregnancy with contraceptive device , benign hydatidiform mole, choriocarcinoma, device ineffective quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: unable to confirm complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping, lower abdominal pain"), anaemia ("anemia") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, anaemia and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, anaemia, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.